Manufacturer narrative:
Additional contact:direct: (B)(6) internal ext. (B)(6), (B)(6) medical center, (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "no disposable, clamp tubing" alarms. It was reported that pump was restarted and began alarming while displaying "run." Per reporter the residual volume was 7.9 ml, rate 2.2 ml/hr, and given was 93.15 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.